Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead was implanted, tested fine by the analyzer, was hooked up to the device and placed in the pocket. It was noticed that there was dropout and then no pacing after the pocket was sutured. The pocket was reopened and the physician reseeded the screws with the same result. The physician next repositioned the rv lead and tested rehooked device and there was no pacing. The lead was removed and a new lead was placed into the right ventricle and tested. The new rv lead tested good through the analyzer and was hooked back up to the device. It was noted that pacing was fine unless it was moved in the pocket then there was no pacing. Since the lead was replaced and that was not the issue the physician then decided to remove the device. The rv lead was hooked up to the new device and there were no pacing issues with the new device. The pocket was closed. The replacement rv lead and new device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.